Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the right plunger case to be cracked. The device's event history log found a record of the force sensor bridge test error. To conduct functional testing the device was powered up. Upon review the reported problem was duplicated. It was determined that after replacing the main board and plunger cable the issue was resolved. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown d3, g1,2 email is: (B)(6).

Event description:
It was reported the device exhibited a system failure force sensor bridge test. Patient involvement is unknown.